Event description:
It was reported that the surgeon inspected the (B)(4) silicone single piece lens with toric, after it was loaded and it fine. However, after the lens was inserted in the eye, the surgeon noted a crack. Lens cutter was used, the lens was removed and a 10.0 suture was used after another toric lens was implanted. There was no patient injury.

Manufacturer narrative:
(B)(4). Results: visual inspection of the returned lens showed both the optic and a haptic were torn and a piece of the lens was torn off and missing. There was a clear surgical residue on the lens. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened, which was subsequently closed. The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).